Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient received inappropriate therapy during supraventricular tachycardia (svt) episodes noted via remote. There was inappropriate ventricular tachycardia (vt) detection that caused inappropriate antitachycardia pacing (atp). Programming changes were recommended but are yet to be made. Patient was fine and was not symptomatic during the inappropriate therapy.